Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout and it didn't clear by pressing the esc and act buttons. Customer was advised to remove the battery for five minutes and then reinsert it. The customer stated that the display did not come up. The customer explained that the insulin pump was dropped on (B)(6) 2015 and it has a hissing sound. Blood glucose value was 101 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a full segment display due to an open lcd driver. Unable to verify any alarms due to the display anomaly. The pump also had minor scratches on the lcd window, and a cracked case near the display window corners.